Event description:
During preventative maintenance of the device, the user reported the compressor was noisy. The user reported the noise occurred approximately 15 mins after refrigerant was injected into the device. An e-mail correspondence was sent to the user from technical support personnel confirming amp readings and listing possible sources of the noise issue. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.